Event description:
It was reported that the cage was attached to the inserter and placed into the spinal space. When the physician struck the inserter with the mallet, the cage shattered into 4 pieces. The pieces of the cage were retrieved from the spinal space with no injury to the patient.

Manufacturer narrative:
The customer has indicated that the sample will be decontaminated before being shipped to (B)(4) however no date of decontamination has been provided. 54 days have passed without the receipt of the sample or tracking number. A device history record (DHR) review cannot be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the 2g wedge cage was conducted on the specific code from the complaint as the height of the implant effects the stress profile on insertion and therefore this height is not indicative of the family or vice versa. It was noted that there were no other complaints reported for this device. As such, no further trending action will be taken as a part of this complaint file. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Not returned to manufacturer.

Manufacturer narrative:
Visual verification noted that the cage had been fractured into 4 solid segments. A review of the device history record for the 2g wedge I/f cage 11x10x25, 5 found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the 2g wedge I/f cage 11x10x25, 5 was conducted on the specific product code from this complaint as the height of the implant affects the stress profile on insertion and therefore this height is not indicative of the family or vice versa. It was noted that there were no complaints reported other than this one for issues of this nature. The root cause of the 2g wedge cage fracturing cannot positively be determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.